Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during the initial drain. (B)(4) explained that a large amount of air had entered into the disposable set, and had the patient cycle power twice to clear the error. The patient had attached the patient line extension after the hc primed. (B)(4) explained that the patient would need to start over with new supplies and call their nurse in the next 24 hours to let her know what happened. Product surveillance spoke with the patient's nurse. The nurse stated the patient contacted her regarding the system error 2240. The nurse stated that she also advised the patient to start over with new supplies. The nurse stated the patient was doing fine and did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; however, based on the information gathered during baxter's investigation, the cause of the system error 2240 was due to air being sucked into the disposable after the patient connected a patient line extension after priming. The lot information was unknown; therefore a batch review was not performed. Review of the labeling reveals the homechoice apd systems at-home guide contains sufficient labeling for the user error in this complaint. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).